Event description:
It was reported that the lead exhibited less than 110 ohms impedance, no p-waves or pacing, and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Na